Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, power pulse bubble trap filter and spike line were microscopically and visually inspected. Blood was present outside and inside the device. Microscopic and visual inspection of the device revealed that the boot vent hole was not complete and cut all the way through the boot wall. Inspection revealed that the customer cut off the distal end of the catheter, including the tip. The catheter shaft was cut 36.5cm distal of the strain relief. The proximal shaft was stretched with holes 30cm ¿ 36.5cm distal of the strain relief. The distal portion of the shaft that was cut off was not returned for analysis. Functional testing was not able to be performed, as the catheter was cut-off by the facility. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 15 apr 2018. It was reported the pump leaked, an error message displayed, and the device could not re-prime. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the popliteal vein, femoral vein, and left iliac vein. The device initially primed successfully and was introduced into the patient. Power pulse was successfully completed. During the thrombectomy procedure, the system stopped working after 5 seconds. The system displayed an error message stating "the saline was filled." Then the physician reset the system three times, however, the catheter still could not complete re-priming and the system displayed a persistent error message prompting device replacement. A lot of saline was observed under the pump. There were not any visible defects on the catheter. The procedure was completed with another of the same device. The patient was stable without any complications. Post procedure, it was noted the nurse carelessly cut the shaft and hypotube. However, device analysis revealed shaft holes.